Event description:
Customer initially reports the tip broke off, pt almost swallowed. On (B)(6) 2013 customer reported the hygienist was doing routine scaling and root planing (cleaning) with no particular force when the tip broke off. Pt was not harmed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.